Event description:
It was reported that during a cardioversion, this implantable cardioverter defibrillator (ICD) revealed a code 1005, indicating an open circuit condition. Additionally, high out-of-range shock impedance measuring greater than 200 ohms were noted since implant. The patients rhythm was converted with an external defibrillator. Boston scientific technical services recommended evaluating the ICD and lead system integrity and consider replacement of one or both components. A revision procedure was performed and it was noted that the shock lead was in the incorrect proximal port, the shock lead was then placed in the correct distal port. The shock impedance measurement was remeasured and was within normal limit at 770 ohms. No additional adverse patient effects were reported. This ICD and rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a cardioversion, this implantable cardioverter defibrillator (ICD) revealed a code 1005, indicating an open circuit condition. Additionally, high out-of-range shock impedance measuring greater than 200 ohms were noted since implant. The patients rhythm was converted with an external defibrillator. Boston scientific technical services recommended evaluating the ICD and lead system integrity and consider replacement of one or both components. A revision procedure was performed and it was noted that the shock lead was in the incorrect proximal port, the shock lead was then placed in the correct distal port. The shock impedance measurement was remeasured and was within normal limit at 770 ohms. No additional adverse patient effects were reported. This ICD and rv lead remains in-service.